Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, 80% stenosed distal right coronary artery. Pre-dilatation was performed with a 2.0x15 mm semi-compliant balloon at 14 atmospheres and an attempt was made to cross with the 2.5x15 mm xience prime stent delivery system (sds); however, even after multiple attempts using force, would not cross. During the attempts to cross the sds proximal shaft was bent and separated. A non-abbott sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.